Event description:
The pt received his scs system including a paddle lead on (B)(6) 2006. It was reported that the pt experienced a loss of stimulation; that he was no longer receiving the desired bilateral stimulation. Diagnostic testing showed high and invalid impedances on all but 4 contacts. The lead was replaced on (B)(6) 2008. The explanted lead was returned to ans for analysis. No additional info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead is kinked with all wires broken in the 1-8 channel lead segment approx 12 cm from the paddle end. The lead has wires broken in the 9-16 channel lead segment approx 12.5 cm from the paddle end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.